Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed through the accuracy test. The downstream occlusion and upstream occlusion sensors were replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test with a deviation of +7.30% during testing. This was confirmed through the investigation of the device.